Event description:
Urostomy pouching system leaking seriously on every pouching bag. I must change pouching system every time it is leaking. Normally we need to change pouching system every other days. 10 bags per month. Now it cost more than 35 bags per month. According to medical requirements frequently changing will cause infection. I have transplant kidney. So it will cause infection of my transplant kidney. Need FDA investigation it's processing to make so many malfunctions urostomy pouching systems. It will cost patients' life.